Event description:
The customer reported that the central nurse's station (cns) went into communication lost with all gz transmitters from floors 6-9 and rns in communication lost with cns. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into communication loss with all gz transmitters from floors 6-9. Rns were in communication loss with cns. No patient injury or harm were reported. During trouble shooting with tech support, the customer was able to shut down and reboot the system which solved the customer's issue of communication loss. Shortly after, the customer did experience communication loss for a brief period. Tech support continued to work with the customer to resolve the issue. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. The following fields are not applicable (n/a) to the MDR report: d4 lot # & expiration date. D11 & c2. Concomitant medical products: the following devices were being used in conjunction with the cns. Remote network station (rns). Model: a/rns-9703-242. Serial number: (B)(6). Gz transmitters model: gz-130pa. Serial number: unknown. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Corrected information: initial reporter address: (B)(6).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into communication lost with all gz transmitters from floors 6-9 and rns in communication lost with cns. No patient injury or harm were reported. During troubleshooting with tech support, the customer was able to shut down and reboot the system which solved the customer's issue of communication loss. Shortly afterward the customer did experienced communication loss for a brief period. Tech support is continuing to work with the customer to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical products: the following devices were being used in conjunction with the cns. Remote network station (rns). Model: a/rns-9703-242, serial number: (B)(4). Gz transmitters model: gz-130pa, serial number: unknown.

Event description:
The customer reported that the central nurse's station (cns) went into communication lost with all gz transmitters from floors 6-9 and rns in communication lost with cns. No patient injury or harm were reported.